Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corrosion on keypad traces. No button error alarms noted during testing. Insulin pump had minor scratches on lcd display window, cracks on the battery tube threads, cracks on the reservoir tube lip, scratches on the reservoir tube window, loose drive support disk and missing end cap sticker.

Event description:
The customer reported a button error on the insulin pump. The customer stated that she had a low battery. The blood glucose reading was 220 mg/dl. The patient did not recall any significant events that led to the incident. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan. No further information was provided.